Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between approximately 6 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the visual inspection the ligature marks, mentioned in the complaint description, were found 40 cm proximal to the lead tip. However, the insulation was intact in this region. Further analysis revealed multiple signs of wear along the distal lead fragment. In particular between 8 cm and 10.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the noise reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Furthermore the svc shock coil was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant period of 68 months oversensing was reported. X-ray revealed a possible lead damage in the area of the fixation sleeve. The lead was explanted and returned to biotronik.